Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were no oxygen readings visible on the ventilator screen. The ventilator was not in patient use at the time of the event.